Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic dissection approximately three weeks ago. The access vessels were small. Aneurysm and vessel morphology were not reported. It was reported that resistance was felt as the delivery system was tracked through the artery. The decision was made to remove the device. Another valiant tf2424c100x was successfully implanted; however, the physician commented that there were some difficulties during deployment. No clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility. Please note that this model number tf2424c100x is not approved in the united states; however, it is similar to the vamf2424c100tu which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (deployment difficulty). Patient's condition affected effectiveness of device (small access vessels). Unapproved use of device (stent graft used for treatment of a thoracic dissection). Conclusion: device failure/lack of effectiveness related to patient condition (small access vessels). Operational context contributed to event (stent graft used for treatment of a thoracic dissection).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
Additional information was received as follows: the physician stated that the vessel size was small.